Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl (asked unknown mcg/ml at asked unknown mcg/day) via an implantable pump for unknown indications for use. It was reported that patient mentioned they are currently in the hospital due to infection. Patient stated they diagnosed them with infection about a week or two ago. Since implant they felt it was when it started because they had stomach issues since implant. Patient stated they have fluid around the pump in my stomach and have been fatigued. Patient stated the area around the pump was red and hot and it has bruising around it. Patient stated they told them they may have to take out the pump. Patient stated they had a pic line. Troubleshooting was not required. The issue was not resolved as troubleshooting was not needed.